Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable broke and no longer could charge the pump battery. Customer's blood glucose was 168 mg/dl. The cable was replaced to resolve the issue.